Event description:
End user states "about a year ago he catheterized with this catheter and when he was done cathing and removed catheter from urethra he saw a "red human hair over 14 inches long" sticking out from his urethra about 6 inches after he removed the catheter. He said the hair "had to be" already prepackaged with the catheter itself. He said he has no one in his home has hair like this. He said within 4 days of this, he had a uti from it. His symptoms included cloudy urine, sediment that just kept getting worse. He contacted his md got his urine tested for uti and it was positive for uti was treated with antibiotics and he said "it cleared right up". Prior to this he was not prone to utis. He said about 3-4 weeks later he found another hair in a catheter when he was traveling with one of these catheters it was noted when he was pulling out catheter from package he had opened. He said it was a "long black hair" in the packaging itself. He did not use and discarded. He said he is very clean when he caths washes his hands with soap, clean towels to dry then uses hand sanitizer again on meatus and hands again. He also uses alcohol swabs on his hands when done cathing he said. He makes sure catheter stays sterile prior to insertion".

Manufacturer narrative:
Device 1 of 2. Common device name: catheter, urethral. Procode: gbm. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site:(B)(4). Manufacturing site: (B)(4).